Event description:
Case description: investigation results: name: novopen echo - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: - investigation results updated - narrative updated accordingly - manufacturer's comment updated manufacturer comment: 02-apr-2019: as the device (novopen echo) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 649036. H3 continued: evaluation summary name: novopen echo - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); blood sugar went up to 570 mg/dl [blood glucose increased]; pen stopped working [device failure]. Case description: this serious spontaneous case from the united states was reported by a consumer as "blood sugar went up to 570 mg/dl" with an unspecified onset date, "pen stopped working" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy". Medical history was not provided. On an unknown date, the patient reported that, the novopen echo stopped working and as a result blood sugar went up to 570 mg/dl. Action taken to novopen echo was reported as product discontinued. Information on batch number was requested. The outcome for the event "blood sugar went up to 570 mg/dl" was recovered. The outcome for the event "pen stopped working" was not reported.